Event description:
It was reported that the patient's generator was only showing 1/4 battery remaining after only being implanted for one month. The surgeon plans to replace the generator; however, no known surgical interventions have been performed to date.

Manufacturer narrative:
Suspect device UDI: (B)(4). This information was inadvertently left off of the initial MFR. Report.

Event description:
An implant card was receiving indicating that the generator was replaced prophylactically. The explanted generator has not been received for analysis to date.

Manufacturer narrative:
Information was inadvertently left off of initial MFR report.

Event description:
The patient underwent generator replacement. The surgeon indicated that he interrogated the device prior to replacement and the battery indicator was full.